Event description:
It was reported that the patient wants to have the neurostimulator removed. The patient relocated and looking for a new healthcare provider. The patient reports neurostimulator never worked for her to improve her urinary symptoms since implant. It¿s been turned off for a year to a year and half after trying reprogramming unsuccessfully. She got neurostimulator for hyperactive bladder and neurostimulator had done nothing for her. Neurostimulator was causing her pain which the patient thinks was at the lead site. She's also had chronic back problems for 20 years (pre-existing) but because of the neurostimulator "no one will work on me here." She cannot get an MRI and patient hadn¿t been able to walk. She reports pre-existing medical conditions of low back pain for a very long time (20 years) and she was getting MRI's every two years. The patient also had fibromyalgia and spondylosis. Additional information received reports the patient was still having concerns regarding their device or therapy but was working with their healthcare provider or manufacturer representative. It was noted that the patient appointment was scheduled for (B)(6) for removal. The patient reported that this thing was coming out and it was awful. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va07jwn, implanted: (B)(6) 2013, product type lead; product ID 3889-28, lot # va07jwn, implanted: (B)(6) 2013, product type lead; product ID 3037 , serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va07jwn, implanted: (B)(6) 2013, product type lead. (B)(4).